Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was a visible cable near the jaw. The issue was noticed when the instrument was opened in the sterile field. There was one visible protruding cable from the distal end that was silver. The instrument did not collide with any other tool during the procedure. There was no injury to the patient and no fragments fell in the patient. Isi received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps had exposed wires showing. A new instrument was used to replace it. The procedure was completed with no reported injury.